Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple cartridges were leaking from the o-ring near the septum. Customer loaded a new cartridge to address the issue. Reportedly, the air was not removed from the cartridge prior to loading with insulin, although unable to confirm. Customer's blood glucose was between 200 and 400 mg/dl.